Event description:
It was reported that during a lap oesphogectomy procedure, the staple line did not form completely and a hole was found when anastomosis was being prepared. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.